Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device gives the message "abnormal energy delivered" when defibrillating. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.